Event description:
Infant was on blanketrol iii device to maintain his body temperature in a hypothermic state of 33.5c. The device was at its set temp of 33.5c but the infant's body temperature was slowly increasing, even as the machine was reading "cooling patient." While examining the machine it was noted that the connections from the machine to the blanket were loose. Slight pressure was applied and the connections seemed to snap into place. As soon as that occurred the blanket refilled with water and began cooling the infant.